Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, several conductors had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.

Event description:
It was reported that an infection occurred and the right ventricular lead had a possible fracture and insulation fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.